Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump started alarming and screen was blinking white. The customer¿s blood glucose level was 10.9 mmol/l. The customer also reported that the insulin pump was alarmed really loud. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. No missing segments or partial display or constant tone noted during testing. Device was received with power supply test failed during self-test error during self test due to moisture damage on electronic assembly.